Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation. Without the benefit of the device back at our facility for further investigation, we note the following: when the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. We have contacted the hospital to obtain further information about the fluids used during the case, and to request the device back for further investigation. The manufacturing records for this lot number were reviewed and no anomalies were identified. It was reported that another rapid infuser was used to complete the case without further issue; there was no injury to the patient. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 exhibited an over temperature alarm during a case. Another rapid infuser was brought in to complete the procedure without further issue.